Manufacturer narrative:
The lead was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient was deceased and died approximately ten years/five months after the lead was capped. Additional information obtained indicated the cause of death was ventricular tachycardia. Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. Despite multiple attempts to obtain such information from the reporter, medtronic is unable to provide complete information. This is one of two reports that are reporting the death of this patient. Note reports: 2647346000-2011-00746, 2649622000-2011-07684, 2649622000-2011-07685. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation had a cosmetic depression and visual analysis only was performed.

Event description:
.

Event description:
I

Event description:
It was reported that there was loss of capture and sensing difficulty. The pace/sense portion of the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The lead was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient was deceased and died approximately ten years/five months after the lead was capped. Additional information obtained indicated the cause of death was ventricular tachycardia. Analysis of the device is in process; the results will be forwarded when available. Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. Despite multiple attempts to obtain such information from the reporter, medtronic is unable to provide complete information. Medtronic device code also used; this is one of two reports that are reporting the death of this patient. Note reports: 2647346000-2011-00746, 2649622000-2011-07684, 2649622000-2011-07685.

Manufacturer narrative:
The lead was returned to the manufacturer from an unknown source with no information. Further review of the manufacturer's database indicated the patient was deceased and died approximately ten years/five months after the lead was capped. Additional information obtained indicated the cause of death was ventricular tachycardia. Analysis of the device is in process; the results will be forwarded when available. Any missing or incomplete data on form 3500a is the result of information not being provided by the reporter. Despite multiple attempts to obtain such information from the reporter, medtronic is unable to provide complete information.

Event description:
.